Event description:
Same case as MFR # 2134265-2011-02874. It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated and then a 4.00x12mm ion stent delivery system (sds) was advanced to the rca but was unable to cross the lesion. When the sds was removed from the patient it was noted that the stent had dislodged and remained in the mid rca. An unspecified balloon was positioned inside the dislodged stent and was inflated to deploy the stent. A second 3.50x8mm ion sds was advanced to the rca and was also unable to cross the lesion. When the sds was removed from the patient it was noted that the stent had dislodged and still remained in the patient. The dislodged stent was deployed in the lesion with an unspecified balloon. The procedure was completed at this point with no patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).